Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to explant the device. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 27, 2024.

Event description:
Per the clinic, the patient experienced a dislodged magnet of the internal device. There are plans for a magnet replacement surgery, however, this has not occurred as of the date of this report. The implanted device remains.